Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began the month prior to contact to lifescan. The cca noted that the patient manages her diabetes with insulin (self adjuster); however, it is not known what action if any, the patient took regarding her diabetes management as a result of the alleged issue. Sometime after the alleged issue started, the patient reported that she developed symptoms of thirst, weakness and feeling sweaty. On an unspecified date/time, the patient stated that she saw her physician. At the time of the doctor's office visit, she obtained a reading in the "300's" when tested with the doctor's/clinic's meter. The patient claimed her physician increased the dosage of her medication at the time of the visit. At the time of the troubleshooting, the cca noted that the patient claimed that the subject meter's battery contact was corroded. The alleged power issue remained unresolved. Replacement products were sent to the patient. The complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.